Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the compromised force sensor system alarm on the insulin pump while holding the act button during a manual prime. The customer's blood glucose was 9.2 mmol/l. Advised customer that their insulin pump needed to be replaced as the force sensor did not detect the reservoir. Nothing further reported.